Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 452 mg/dl. She treated via manual insulin injection. During troubleshooting the customer discovered blood at her site and a bruise. The customer was advised to change her infusion set, but she declined to remove her set. The insulin pump was not returned for analysis.